Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to abdominal pain. The patient had no abdominal pain and got great coverage post operatively. The location of the devices is unknown, and electrocautery was not used during the procedure.